Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records were received. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: unknown bearing. Unknown tibial component. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03887, 0001825034-2019-03888.

Event description:
It was reported that the patient underwent left knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date due to unknown reason. Attempts have been made and no further information has been provided.